Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown dose and concentration via an implantable pump for herniated disc and spinal pain. It was reported that the patient was in the intensive care unit (ICU) with a sudden onset of extreme pain in the lower back and legs. While the patient was in the emergency room, they discovered the patient had "double pneumonia", however it was stated there was some discrepancy with the doctors because the attending physicians in the ICU thought it looked like an infection, but were unsure what kind. It was stated they were treating itas a bacterial infection in both lungs. The pain was being treated with intravenous fentanyl. The patient's family was worried about the intravenous fentanyl in addition to the fentanyl delivered by the pump. The intravenous fentanyl was at 50 mcg/hour in the morning and had been periodically increased to 125 mcg/hour. Currently the patient was intubated. The pump function was questioned given the sudden onset of pain in the patient, however the pump was not alarming. There had been no falls or trauma that they were aware of and the only adjustment was a dose increase. The event date was noted to be (B)(6) 2016. It was noted a message was left with the patient's healthcare provider (hcp) office alerting them to the patient's condition.

Event description:
Additional information received from a healthcare professional stated patient reported no issues in regards to sudden onset of extreme pain in their lower back and legs. It was noted patient has severe degeneration in spine and is not a surgical candidate. It was noted patient came into the clinic regarding the sudden onset of extreme pain in lower back and legs. It was noted that the sudden onset of extreme pain in lower legs and back was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.